Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 453 mg/dl at the time of incident and current blood glucose was 397 mg/dl. Customer reports the symptoms related to their high blood glucose such as severe sweats and headaches. The customer was assisted with troubleshooting for hyperglycemia. The device will not be returned for analysis.